Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep and it was reported the issue is resolved.

Event description:
Additional information was received from the manufacturer representative (rep) . The patient is scheduled for a replacement on 10/15. Her battery is over 7 years old and she uses it non-stop. There are no difficulties with the system other than the charge does not hold as long as it used to. There are no fractures or high impedances or shorts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was the patient claims that the ins is not holding a charge, the ins depletes faster, and it is taking longer to charge. The patient claims that they don't mess with the therapy setting "a lot".the patient claims that they are charging every couple of days currently. In some instances the ins depletes completely between charges. The caller indicated that the patient charged yesterday for 5 hours and charged about 50% of the ins battery. The patient also claimed that sometimes it is difficult to get the ins to couple with the recharger.the caller indicated that they will be talking to the nurse today about possibly replacing the ins. The programmed therapy parameters were:a1 pw: 450us rate: 40hz amp: 9.5v therapy imp: 909ohms a2 pw: 450us rate: 40hz amp: 8.2v therapy imp: 628ohms. Technical services ran an ins recharge interval calculation:recharge interval estimate: 2.87 days the issue was not resolved through troubleshooting. No symptoms were reported.